Event description:
As reported, a partial deployment occurred when a 6/7f mynxgrip vascular closure device (vcd) was used, with the polyethylene glycol (peg) sealant remaining partially attached to the device when removed. Manual compression was held for less than 30 minutes to achieve hemostasis. There was no reported patient injury. The device was used in the right femoral artery of a male patient for an interventional coronary procedure using a retrograde approach, and no issues were reported during vessel access. The patient was not morbidly obese. It was noted by the physician that the device did not function as expected. The user was trained to the device. The device storage temperature did not exceed 25 °c, and the device was stored and prepared according to the instructions for use. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Event date unknown, if date information is received, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.